Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported the patient was undergoing a replacement on (B)(6) 2016 due to the elective replacement indicator showing for the implantable neurostimulator. The patient had no symptoms prior to the procedure. During the procedure, the silicon boot was removed and the set screws of the extension were backed off. The tined lead was gently removed from the connector block and it was noted the insulation was completely broken at the connection of electrode 3. The impedance check taken the week prior did not indicate any issue with the lead and the patient was still receiving adequate stimulation with symptomatic relief of their bowel condition. There were no known factors that may have led or contributed to the issue. It was assumed the boot was holding the connections together as the insulation tear was inside the connector block of the extension. The lead was explanted and replaced with a new lead on the contralateral s3 location. During the explant of the lead, where the insulation break occurred, the internal wires were stretched as the lead was de-tunneled and pulled back to vertical position in preparation for blunt dissection removal. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead, model 3093 quad, serial/lot no. Unknown, found no significant anomaly, the lead body outer insulation separated at a butt joint proximal end. The outer insulation separated at the butt joint adjacent to the #0 connector. The lead had been implanted for 105 months and there was some yellowing of the outer insulation in the proximal end indicating that some degradation of the insulation consistent with mio had occurred. The event information indicates that the separation remained inside the boot and since the wires are individually insulated it would not have caused any symptoms for the patient as was indicated in the event information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.